Manufacturer narrative:
Pump received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and cracked belt clip slot.

Event description:
It was reported that customer had cracks near battery compartment. No further information provided.